Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the fault light keeps coming on and the output power would only stay at 0.02. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be of no harm. Additional information received on may 31, 2016. Additional information received indicated that the device issue occurred before the case started, therefore the generator was not used on the patient. It is unknown how the procedure was completed, however, the patient was reported to be stable post procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no scratches or physical damage. Mechanical evaluation found that when power was turned on, the generator failed at step 3.5. Moreover, the system fault light was on and the audible tone kept sounding on and off. The complaint that the generator displays system fault light was confirmed, however, a probable root cause could not be determined. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the fault light keeps coming on and the output power would only stay at 0.02. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be of no harm. **additional information received on may 31, 2016** additional information received indicated that the device issue occurred before the case started, therefore the generator was not used on the patient. It is unknown how the procedure was completed, however, the patient was reported to be stable post procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the fault light keeps coming on and the output power would only stay at 0.02. There were no patient complications as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be of no harm.